Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for evaluation. In the absence of the device returned for analysis a conclusive cause for the reported difficulty could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other prostar xl device is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement with two prostar xl device was attempted in a calcified common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, two of the four needles of the prostar xl device failed to deploy with both prostar xl devices. A backdown of the needles was completed and the prostar xl devices were removed from the patient anatomy. The aaa procedure was completed and the artery was closed using surgical sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.